Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/25/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The plastic arm of the c-ring was observed to be bent but remained attached to the intact c-ring. No other visual defects were observed. An investigation was conducted on 09/26/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the harvesting device as well as on the cannula. Heavy char material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw. The detached silicone was not returned for evaluation. No other visual defects were observed on the harvesting device. No electrical testing was conducted due to the condition of the heater wire. The c-ring was observed to be intact with no visual defects observed. The plastic arm of the c-ring was observed to be bent inwards. No visual defects were observed on the metal arm of the c-ring. Based on the returned condition of the device, the photographic evaluation as well as the evaluation results, the reported failure "material twisted/ bent c-ring" was confirmed. The analyzed failures "material twisted/bent wire" and "peeled; delaminated; jaw" were observed. The lot #30003235500 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when they went to use vasoview hemopro 2. Patient was in the or. Per the photo provided, the distal tip was found to be bent. A replacement hemopro2 device was opened and used. No patient harm reported.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that when they went to use vasoview hemopro 2, the distal tip was found to be bent. A replacement hemopro2 device was opened and used.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h10--summary corrected as the correct product was returned. The device was returned to the factory for evaluation on 09/25/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The plastic arm of the c-ring was observed to be bent but remained attached to the intact c-ring. No other visual defects were observed. An investigation was conducted on 10/05/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed on cannula. The c-ring was observed to be intact with no visual defects observed. The plastic arm of the c-ring was observed to be bent inwards. No visual defects were observed on the metal arm of the c-ring. Based on the returned condition of the device, the photographic evaluation as well as the evaluation results, the reported failure "material twisted/ bent c-ring" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot #3000323550 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.